Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Returned test strips produced lo readings on level 270. Black chemistry observed. The root cause is black chemistry due to improper storage.

Event description:
Customer complains of lo results (less than 20mg/dl).customer states that feels well and requires no medical attention. The customer's expected blood result is 100-120mg/dl fasting. Verified the strips expire 10/31/2016. Customer confirms the strips have been properly stored and were first opened on (B)(6) 2016. Customer performed a back to back blood test and obtained 198mg/dl and 199mg/dl not fasting. Reviewed meter memory: (B)(6). Memory concerns: lo, lo, lo, lo.